Manufacturer narrative:
The ICD and the lead under complaint were returned and subjected to an extensive analysis. The analysis of the ICD revealed that the clinical observation resulted from damage to the electronic module due to a shock delivery of the ICD into an external short circuit. Subsequent analysis of the returned lead fragments showed multiple extraction damages. Both shock coils were found deformed. The lead body was partly torn up and the conductor cables were pulled out of their lumens. Additionally the conductor cables were coiled inside their lumens. These findings indicate significant ingrowth of the lead in the implanted state. Furthermore the analysis demonstrated signs of wear along the lead body. The insulation was particularly worn through around 16.5cm proximal to the lead tip. This finding can be considered to be the root cause of the clinical observation, which is consistent with the results of the ICD analysis. Based on the characteristics of the damage and the extent of the extraction damages it is assumed that the lead was significantly ingrown in the implanted state, which may have affected the leads motion resulting in an increased stress level. The manufacturing process of the lead and the ICD was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process of these devices. The final acceptance test of the ICD proved the device functions to be as specified. The analysis revealed no indication of a material or manufacturing problem.

Event description:
After an implantation period of approx. 79 months, it was reported that the ICD cannot be interrogated after a program-triggered shock. Furthermore a lead malfunction was detected via psa.